Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD), was scheduled for a magnetic resonance imaging (MRI). An attempt was made to interrogate this device with a programmer prior to the MRI, however, the device was unable to be interrogated after multiple attempts. Additionally, the device did not emit tones with magnet placement. It was reported that the device had not been checked in over a year and the patient was not followed through the remote home monitoring system. Technical services (ts) discussed the potential of the device battery being depleted. Device replacement was scheduled for a future date. No adverse patient effects were reported. This device remains in service.